Manufacturer narrative:
Upon review of instrument database information and alarm trace information, many sample results are accompanied by data flags, which could indicate poor sample quality. The data also suggests the occurrence of reagent carryover. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for 15 patient samples tested with the elecsys tsh ver. 2 assay on a cobas 8000 e 801 module. All samples initially resulted in values of < 0.00500 and upon repeat, results were normal. Specific data was provided for two patient samples with discrepant tsh values. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a tsh value of < 0.00500 accompanied by a data flag. No units of measure were provided. The sample was repeated with only an order for the tsh test, resulting in a value of 9.45. The sample was repeated again on (B)(6) 2022 along with orders for other tests, resulting in a tsh value of 9.66. The second sample initially resulted in a tsh value of < 0.00500 accompanied by a data flag. The sample was repeated with only an order for the tsh test, resulting in a value of 5.95. The sample was repeated again on (B)(6) 2022 along with orders for other tests, resulting in a tsh value of 5.98. The tsh reagent lot number was 568339. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The component code has been updated.